Event description:
The customer reported the system will not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the temperature sensor. System repair status was not reported. (B) (4).